Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, dose fluctuations were observed. The device was being used in conjunction with a bunnell lifepulse jet ventilator (model 203/204). The affected device was exchanged with a backup unit, after which the dose delivery stabilized and returned to within acceptable limits. A transient drop in the patient's oxygen saturation was observed prior to and during the event. No lasting adverse effects were reported. Ventilator mode and settings: bunnell lifepulse jet ventilator 203/204: pip 30, rate 360, itime 0.02. Servo-n: peep 8, rate 2, pc 0, ps 0.